Manufacturer narrative:
Additional information: device evaluation. A medtronic representative went to the site to test the equipment. Through testing, the issue was not able to be reproduced. Systems checkout was performed and system was functioning as intended.

Manufacturer narrative:
UDI not available for this system at time of filing. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that when the system was disconnected to be moved from room to room, they observed that the battery level charge dropped from full to the 50% mark.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.